Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty dr printed circuit board. The investigation is ongoing, and a definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was displayed when using olympus, series 180 scopes with the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was identified on preparation for use. The intended procedure was completed using a different cv-190, video system center. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, this product was manufactured before a design change of the operational amplifier circuit of the patient board (dr board), leading to the 180 scope image issue due to the failure of the operational amplifier. Olympus will continue to monitor the field performance of this device.